Event description:
It was reported that wake button on customer pump stopped working, as screen did not turn off when wake button was pressed and pump needed usb connection to turn on when screen was off, leading distributor to conclude that wake button was defective. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump, original pump was scheduled for return and technical review, and no additional information was received regarding further actions or outcome of event.